Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient was receiving 2000 mcg/ml lioresal at 250.3 mcg/day as of (B)(6) 2017 with the last change occurring on (B)(6) 2017. The low reservoir alarm at that time was (B)(6) 2015. On (B)(6) 2017, the patient started treatment with 500 mcg/ml baclofen. As of (B)(6) 2017, the dose was 304.89 mcg/day and the mode of delivery was simple continuous. On (B)(6) 2014, the patient was first seen in the managing physician office. On (B)(6) 2017, the patient was last seen at the provider¿s office. None of the adverse events were noted. No additional information was provided. The patient's medical history included that the patient fell and suffered a c3-4 cord injury (date was not reported) and quadriplegia. Concomitant products included: metformin at 500 mg 1x/day orally, pantoprazole at 40 mg/day orally, tramadol at 50 mg 2x/day orally, gabapentin at 600 mg 3x/day orally and baclofen at 15 mg 4x/day orally (dates of therapy and strength were not reported).

Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported volume discrepancies were suspected during pump refills. The hcp withdrew 17 cc and expected was 13.1 cc. There was a difference of 3.9 cc in a 40 cc pump. The hcp reported no symptoms were thought to be related to the volume discrepancies. The cause of the patient going into a spastic like seizure was that they had a spinal cord lesion. The patient had another doctor. The hcp had not seen the patient back. The patient¿s weight was unknown to the hcp. The patient had a volume discrepancy of 3.9 cc ¿in 40 a pump ¿acctaple¿¿.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/disease. The pump used to contain lioresal with an unknown concentration and dose and now contained an unknown brand of baclofen with an unknown concentration at a dose of 304.5 ¿or so¿ mcg/day. It was reported since the pump was implanted, there had always been volume discrepancies at all past refills. The patient did not know actual or expected volume information. The patient stated, ¿after a refill, there was a time were 30 mcg was gone, not quite that amount¿. The patient gave made up numbers during the call as examples. He gave an example that they expected 10 and took out 17. The patient said that if he was supposed to get 305 a day, and if it was not delivering, he was having a hard time figuring out why it was always off (inaccurate). The patient wanted to know the accuracy range percent of the pump. It was reported there were no symptoms specific to the volume discrepancies. The issue was also present with their old doctor. The drug related to the event was the old drug previously in the pump and ¿with all previous drug at all refills¿. The patient felt as though his body had degraded since the use of baclofen (lioresal). The patient described the symptoms as his body was in better shape before the use of the pump with baclofen (lioresal). Sometimes the patient¿s body went into spastic like seizure. The patient¿s all four limbs would be shaking like crazy, was in a lot of pain, and recently more pain. The patient described the pain as burning in their arms/legs. Troubleshooting already performed included the patient got mris to find out what was going on, but was finding he was healthy. The patient said he would be getting another MRI that week. No interventions were mentioned. For ¿the last year at least could be early 2016 or earlier, year not known for certain¿ the patient had spasms/pain. The patient¿s current doctor was trying baclofen (not lioresal). No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.